Event description:
It was reported that pump declared altitude alarm and customer had previously experienced same issue with same pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.